Event description:
It was reported that during an MRI (magnetic resonance imaging) scan, the patient had a seizure. The device was checked and everything looked good. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2012. (B)(4).